Event description:
It was reported the patient had their pump filled in the office on (B)(6). Within 24 hours, the patient's mother notice a "change" in the patient. Initially, the change in symptoms were thought to be signs of a urinary tract infection (uti) or some other virus. The symptoms worsened and the patient was taken to the ER and later admitted to the hospital. The managing hcp was consulted and aspirated the drug from the pump. Volumes were compared and the drug was placed back into the pump. The volumes were as expected and considered normal (the actual volumes were not reported). The patient's symptoms continued to grow worse with altered mental status, combative, overdose symptoms and fever. The patient was transferred to another hospital. The new hcp and nurse immediately recognized her symptoms as "being overdosing". The lot number of the drug was obtained. At that point, it was discovered the gablofen used to fill the patient's pump on (B)(6) was 5000mcg/ml but programmed as 2000mcg/ml concentration creating the severe overdosing symptoms. The pump was reprogrammed. The patient was admitted into the special care unit where she was monitored for potential withdrawals. Reprogramming was performed and the logs were checked. It was further reported the patient gradually recovered to baseline and then was discharged on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).